Event description:
It was reported that the user experienced persistent high glucose while on the ilet and inset infusion sets despite two complete supply changes, with no visible cannula issues or leaks, and reverted to subcutaneous insulin pen injections to restore glucose control before reconnecting to the pump; the medical device problem and device component were both characterized as insufficient information. Symptoms included hyperglycemia with associated headache and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no findings, and both the device problem and component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.